Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for 2 patient samples tested on the cobas pro c 503 analytical unit. The initial results were not reported outside of the laboratory. The customer questioned the results which prompted the rerun of the samples. The samples were rerun on another c 503. Patient (B)(6)'s initial result from the analyzer was 7.77 mg/dl. The repeat result from the other analyzer was 95.8 mg/dl. Patient (B)(6)'s initial result from the analyzer was 30.5 mg/dl. The repeat result from the other analyzer was 125 mg/dl. The repeat results were deemed correct. The reagent lot number is 59637401 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) fes inspected the analyzer and found that the ultra sonic mixers (usm) were out of adjustment. He then adjusted the usm mixers. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.